Event description:
It was reported the pt was given antibiotics as a precaution to address a possible infection at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.